Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been performed and the patient was reimplanted with another advanced bionics cochlear implant.